Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a day or so after the patient was implanted with the implantable neurostimulator (ins) new pain started. At the time of the report the patient was in terrible pain which they couldn't stand and it was "out to kill him." The patient kept repeating "please help me," and sounded like he was hurting really bad. He felt pain in the chest area and in his back where the ins was implanted. When asked if it was at the ins site the patient stated no it was more in the lower part, across from his stomach. It was noted the trial worked wonderful and the pain went away but the permanent ins was giving him trouble and no one showed him how to use the patient programmer (pp). He had not contacted his healthcare provider (hcp) because he said they wouldn't help him. The patient further reported that on (B)(6) he felt no stimulation and ever since the device was put in "it was buzzing like crazy" when he leaned back in the chair but it wasn't constant. If he sat back it hurt badly but it only hurt when he positioned himself a certain way. At the time of the report the patient tried using the pp to check on his settings but he was very elderly and not able to see the screen and it was unclear if he was able to connect. It was noted the pp showed a clock showing 12:30. It was noted that the manufacturer's representatives had spoken to the patient multiple times but he had not shown up for his follow-up appointments. He was scheduled to be seen again the month of the report. The patient was seen in the office and the cause of the pain, buzzing, and no stimulation was determined to be the patient's typical pain pattern that they were experiencing and they didn's have the ins on and turned up to where they could feel it. Regarding the pain, buzzing, and no stimulation sensation the patient reported; minor programming adjustments were made and the amplitude was turned up to the point where the patient could feel stimulation. Following programming stimulation was at a comfortable level. Pp and recharger education was done with the patient and family members and the patient was able to voice and demonstrate understanding.